Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the leaked in o ring. Customer states the insulin from reservoir leaked out into reservoir compartment. Customer states there was fluid in the reservoir compartment. Customer's outcome pertaining to the complaint. The device will be returned for analysis.